Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The specific value was unknown. To address the high blood glucose level, the customer used a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance from a third party. The technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue.